Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the tissue during a laparoscopic colorectal, the handle got stuck. It was also reported that the surgeon was able to press the green button and was able to squeeze the handle, but the device did not fire. Another handle was used to complete the case. There was no patient injury.